Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. Upon rebooting, the system was unable to boot up, stalling at the restart screen. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The vascular procedure was completed by restarting the system. The philips remote service engineer (rse) confirmed from error logs that the arc slipped from its intended longitudinal position. The philips field service engineer (fse) inspected the system onsite and checked the longitudinal potentiometer and rail, calibrated the axis, and confirmed that dirt on the rails caused the c-arc driver roller to slip. A review of system log files showed a ¿frontal longitudinal position slip¿ error which confirms the reported system boot up issue. The rails were cleaned, and movement adjustments were performed by the fse to fix the issue. The system was returned to use in good working order. The codes were updated based on the investigation outcome.